Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that there was a crack in the hub of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter), which resulted in a fluid leak. A ppd (progressive pressure dilator) was being used in conjunction with the complaint device. The setup was aspirated until blood was visible in the hub. Gentle pressure was applied to facilitate flushing, and fluid began to squirt out of the assembly, at which point flushing was ceased. The operator confirmed that the ppd was still attached properly, but the leakage continued. The ppd was then changed according to procedure. When the leakage persisted, it was then discovered upon inspection that there was a crack in the purple connection. Another PICC line was inserted to continue the procedure.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of device history record, complaint history, instructions for use (IFU), specification and visual inspection was conducted during on the returned product during the investigation. A visual examination noted the purple hub to be cracked all the way through the fitting. The turbo-ject® single lumen over-the-wire power-injectable PICC is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. A thorough review of the device history record did not observe any non-conformances that may have contributed to this incident associated with the complaint lot number. Also, a complaint history search for similar complaints revealed this to be the only reported complaint associated with the complaint lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A definitive root cause could not be determined, however; based on the provided information and evaluation of the returned device, the actual root cause is deemed to be; ¿inconclusive¿. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.